Event description:
During preparation for a coronary drug eluting stenting treatment procedure, the stent tip detached. While a taxus express2 8.8% 2.5 x 16 mm drug eluting stent was being back loaded onto the guide wire, outside of the body, resistance was felt. As the wire was being removed, the tip sheared off the stent. The procedure was completed using another of the same device.